Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without the return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. The lot number was not provided; therefore a review of the manufacturing records could not be completed. Although no fault was found, an investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that continuous cardiac output (cco) varied in a range of 2-3 l higher or lower than the value expected at intervals of 30-60 minutes after the procedure. It was unknown if any error message appeared along with the issue. Per the reporting medical engineer, it was unlikely that the abnormal cco values reflected the actual condition of the patient. The exact value shown on a monitor and expected value were unknown. The catheter was replaced with another one. Detailed information regarding troubleshooting performed, physical defects observed, and monitoring data could not be obtained. Although it was unknown whether any treatment was given based on the abnormal values, no injury or complications occurred.